Event description:
A customer contacted stryker to report that their device locked up during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. The customer advised to restart the device and was successfully able to continue patient care. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer fur use.

Manufacturer narrative:
(B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device locked up during patient resuscitation. As a result, defibrillation therapy would not be available, if needed. The customer advised to restart the device and was successfully able to continue patient care. There were no adverse effects to the patient as a result of the reported event.